Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient was getting little relief but no longer feeling stimulation. The patient did have a fall. The patient successfully increased stimulation from .8 to 1.0 and was able to feel the stimulation. The caller stated that they are feeling much better than before. The patient will monitor the change and follow up with the healthcare professional if it was not resolved. No further patient complications are anticipated or expected as a result of this event.